Event description:
It was reported that the patient was not able to adjust the stimulation on her device. It was noted that the patient saw the "call your doctor" icon on the patient programmer screen and that a "power on reset" (por) condition occurred. The patient stated that she had her internal neurostimulator (ins) turned off for heart ablation and received the por message when she tried to turn the implant on the next day. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
It was further reported that the patient was still having issues but had not sought further help.

Event description:
Additional information received reported that the patient was unable to adjust stimulation with the patient programmer. The reporter stated that the programmer display showed the "call your doctor" icon. It was reported that a "power on reset" (por) condition occurred. It was noted that the patient had open heart surgery and was in a rehab facility. It was unclear if this was a new occurrence of the event or if it had previously been reported. Two weeks later it was reported that the device had been turned off because of a surgery. The reporter stated that the clinician programmer was used to diagnose and interrogate the device. It was noted that there was no error code accompanying the por condition. The reporter stated that the patient was not feeling stimulation because the device was off and as a result she returned to her baseline voiding symptoms. It was reported that the patient's device was turned back on and reprogrammed appropriately on (B)(6) 2012. The reporter stated that the patient had "comfortable stimulation" just like what she was feeling prior to surgery when the device was turned off. It was reported that the patient was successfully reprogrammed and was doing well. A follow-up report will be made if additional information becomes available.

Event description:
Additional information indicated that it was unclear if there were two individual power on reset conditions (pors) or one being addressed twice.

Manufacturer narrative:
Product ID 3889-28, lot# v610572, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).